Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with struts bunched proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found the inner polymer extrusion damaged 2mm proximal to the proximal bond and the length of the damage extending for 10mm. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27nov2019. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in a coronary vessel. A 4.00x38mm promus element long stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.